Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported the symptoms. The customer was treated with bolus. Customer¿s blood glucose level was advised as 589 mg/dl at the time of incident. Customer stated that her high blood level was due to pump cutting off. Customer stated that she receives low battery alerts and failed battery alerts. Customer stated she just changed out the battery and she received a low battery. Customer was assisted troubleshoot for low battery and battery out limit. The product was not returned for analysis.